Manufacturer narrative:
(B)(4). Concomitant medical products: unknown orthopedic salvage system axle, catalog#: 161035 lot#: 159990, unknown orthopedic salvage system femoral, catalog#: unknown lot#: unknown, unknown orthopedic salvage system tibial tray, catalog#: unknown lot#: unknown, unknown orthopedic salvage system other components, catalog#: unknown lot#: unknown, unknown orthopedic salvage system stem, catalog#: unknown lot#: unknown, unknown orthopedic salvage system femoral bushing, catalog#: unknown lot#: unknown, unknown orthopedic salvage system pin, catalog#: unknown lot#: unknown, unknown orthopedic salvage system yoke, catalog#: unknown lot#: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11060, 0001825034-2018-00246, 0001825034-2018-00247, 0001825034-2018-00248, 0001825034-2018-00249, 0001825034-2018-10943, 0001825034-2018-10944, 0001825034-2018-10942. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent revision surgery due to unknown reasons. The bearing, assembly, and diaphyseal segment were removed and replaced. It was noted by the surgeon that the axle had a scratch in the portion that makes contact with the yoke. The surgeon further noted that there were no product issues and that the patient¿s tissue was colored black around the prosthesis. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.